Event description:
In 2001, the cryopreserved aortic valve and conduit referenced in the report was placed into a pt of unk medical history. According to info provided by the surgeon, the pt developed fatigue with exercise over the last year (previous to explantation). It was indicated that the pt had progressive development of homograft stenosis at the level of the valve leaflets with dense calcification on echocardiogram. CT scan also revealed significant calcium deposition in the homograft muscle cuff and aortic wall. Reportedly, the findings at surgery were consistent with the pre-operative studies. The valve was subsequently removed from the pt (specific date unk).